Manufacturer narrative:
(B)(4).

Event description:
It was reported that the telemetry light was damaged. The radiofrequency (rf) head was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the lens in the upper case was damaged, and the device was out of specification on the electromagnetic-field immunity functional test due to the cable being out of electrical specification. (B)(4).